Event description:
The patient experienced a loss of therapeutic effect and was having her implantable neurostimulator (ins) removed. The reason the ins is being removed is because starting about a year ago it doesn¿t help anymore. The implant area stays really sore, real tender, it hurts. This started close to a year. The patient¿s neurosurgeon wanted her to check and see if the ins is MRI compatible. The patient¿s health care provider (hcp) confirmed that the device was explanted on (B)(6) 2015. The patient recovered without permanent impairment, date noted (B)(6) 2015. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).